Event description:
Received report of alarms not audible. Customer contact reports that the home care pt was receiving an antibiotic therapy of claforan 12mg in 500 ml to run over 22 hours for five days. The pt prepared to begin the medication infusion at twelve midnight when it was noted that no sound was coming from the pump during programming of the device. The display and function of the pump appeared to be operating properly, but without audible signals. The pt decided to skip the dose of medication and contacted the home care agency at 8:00 am. The on-call nurse delivered a replacement pump to the pt home and resumed the medication therapy. There was no report of damage to the IV access site, and no report of pt harm. The medication therapy was extended to make up the missed dose.